Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) mon was found on the floor in a stroke position. I called 911 and they rushed her to the closest hospital. I arrived and was told she had a stroke and that she had a left middle subarachnoid hemorrhage and the care plan was to coil it by angiogram but once they saw the complexity they decided to transfer her to (B)(6) hospital. On 2013 around 4:30am they found two active bleeder in cerebellum and multiple other hemorrhages. On 12/15/2015 the report that was sent is the copy that provides you with all the allowed releasable information from the report. Unfortunately, we are unable to release any further information that pertains to the report in question. If you have any questions on reporting, the MDR policy branch may be able to assist you.

Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information was reported; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. At the present time this complaint is closed. Device not available.